Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "gross leakage and disruption of shell bilaterally". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on anterior side assessed as surgical damage. Additional observations: crease fold observed on the device. White calcification of the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "gross leakage and disruption of shell bilaterally". Device has been explanted.